Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was reported that the device produced incomplete mesh on thin skin and it had a broken ratchet. The harvested graft was not useable; however, since this was donor skin during a cadaver lab, no additional graft was required. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device produced an incomplete mesh and it had a broken ratchet. On (B)(6) 2017, it was clarified that the issue occurred during skin processing and not upon opening the device or before first use. The harvested graft was not usable and an additional donor skin graft needed to be taken. The device has not been repaired by someone other than zimmer biomet and an alternate device was retrieved to process the donor skin into allografts. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device completed an incomplete mesh on one half and the roller, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the ratchet gear in the handle was in backwards causing the handle to not work. The calibration was out of specification but still produced a passing sample mesh and the gears, side plates, and shoulder bolts had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut after the collars, bushings, and gear were replaced and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) had the collars, bushings, and gear replaced and produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the won bushings, worn side plates, damaged comb, gears, damaged hardware and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was non-verifiable since it is unknown which cutter was being used during the reported event. However, during the initial inspection it was noted that the ratchet gear in the handle was in backwards causing the handle to not work. It is unknown which cutter was being used during the reported event. However, during the initial inspection it was noted that the ratchet gear in the handle was in backwards causing the handle to not work. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number 06459, was repaired, tested and returned to the customer.

Event description:
Investigation results reveal that the damaged comb was replaced.